Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Treatment of a giant aneurysm located in the cavernous segment of the left ica (internal carotid artery). The plan was to fill the aneurysm with coils prior to placement of the pipeline embolization device. During the coiling segment of the procedure, it was reported the coil was placed into the aneurysm sac; however, the last loop of the coil fell out of the sac into the vessel. Upon attempting to reposition the coil back into the sac, it prematurely detached. The detached implant coil was floating into the ica. An echelon catheter and gooseneck snare were used to retrieve the detached coil from the patient without issues. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pushwire and implant coil were returned for evaluation already separated without the catheter. The evaluation could not determine the cause of the event. (B)(4).